Manufacturer narrative:
H10. Additional manufacturer narrative: edwards received additional information through follow up that the patient expired with severe heart failure. No additional details were provided. If new information is received, a supplemental report will be submitted.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
There are multiple issues - both product related and non-product related - that may extend the time the patient is on cardiopulmonary bypass. The rate of certain complications can increase with an extended cardiopulmonary bypass time. If the extended bypass time results in a serious injury, then the complaint is reportable (e.g. Placement of intra-aortic balloon pump (iabp) or extracorporeal membrane oxygenation (ECMO) to treat ventricular dysfunction identified after prolonged bypass time). In this case, due to the explanted valve and lv failure ECMO was initiated. The device was returned for evaluation. The evaluation is anticipated but has not yet begun. A supplemental report will be submitted upon completion. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 31mm was explanted at implant due to leaflet wrinkle leading to inadequate coaptation and to central leak noted during tee. As reported, patient was still cannulated at the time of echo and surgical team were not able to wean cpb. There was a difficult access to the annulus, holder was removed after landing of the prosthesis and before the tight of stitches. With holder in the place it was not possible to tight down stitches. The valve was explanted and it was confirmed a lack of leaflet central coaptation. The valve was replaced by another magna mitral ease 31mm with good result. Patient had important hemodynamic consequences and had to be placed on ECMO. As reported, patient needed ECMO because of lv failure, that was worsened by the second time cross-clamp. Now patient is out of assistance but with important consequences. The device was returned for evaluation.

Manufacturer narrative:
Evaluation summary: customer reports of leaflet wrinkle and central regurgitation were not confirmed through visual observations. X-ray demonstrated wireform intact. Sutures remained attached to the sewing ring around the valve. The valve will be sent to r&d for functional testing.

Manufacturer narrative:
Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider that the replacement device was a non-edwards valve. No further actions are required.

Manufacturer narrative:
The device was evaluated by r&d and there was no evidence of wrinkle or creases observed on the valve as received. Although the possibility of the leaflet being creased in vivo could not be excluded, the reported ¿leaflet wrinkle¿ could not be confirmed on the valve as received. Depending on the severity and duration of the leaflet being constrained, the resultant leaflet wrinkles/creases could be restored gradually upon the removal of whatever factors that caused the wrinkles/creases. No other abnormality was observed on the valve as received.¿ under vitro testing under normal simulated physiological conditions for mitral position, the immediate functionality and leaflet coaptation of the valve appeared to be normal. The results from in vitro testing may be different from those obtained in vivo due to the different hemodynamics and environmental conditions. Per the engineering evaluation, a wrinkled leaflet would not have passed manufacturing inspections. Per DHR review, a review of the manufacturing and inspection records related to this device was completed, and the results show that the device met all manufacturing specifications. It was reported that there was difficult access to the annulus. It¿s possible that the reported leaflet wrinkles may have been caused by distortion of the valve due to improperly seating at the annulus, however, the definitive root cause of the leaflet wrinkles could not be conclusively determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.